Event description:
The user facility reported the device was over delivering energy during a procedure, a condition which may pose an increased risk of tissue damage. Multiple attempts were made to obtain additional information. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported the device was over delivering energy during a procedure, a condition which may pose an increased risk of tissue damage. Multiple attempts were made to obtain additional information. The user facility was not able to provide any further information regarding the reported event.